Manufacturer narrative:
An external insulation abrasion was noted at 17.4 cm - 17.6 and 20.4 cm - 20.8 cm from the connector pin consistent with lead friction to the can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that the pacemaker-dependent patient presented in the operating room for a system replacement. Both the right ventricular lead and the right atrial leads were fractured and exhibited lead noise and high impedance. No loss of capture was reported. A replacement pacemaker system was implanted at the time of extraction on (B)(6) 2017. The patient was stable before and after the procedure.